Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced intermittent red heart alarms with position changes. The pt's system controller was exchanged without resolution. It was noted that the pump speed dropped whenever the pt tried to get out of bed, and he felt a "fluttering" in his chest. The pt has a pseudomonas driveline infection. The alarms and speed did not stabilize while on battery power. The x-rays were reviewed and indications of the pump end bend relief shielding stress was noted. The pt was moved up on the transplant list (1a) and was transplanted three days later.